Event description:
It was reported that the dragonfly opstar imaging catheter distal tip blue cover separated from the catheter upon opening the package. There was no patient involvement. Another dragonfly opstar imaging catheter was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis and additional testing were performed on the returned device. The reported material separation was able to be visually confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported material separation was due to mishandling. The observed longitudinal stretching is consistent with physical pulling with extreme force. There was also a kink noted to the sheath and an optical fiber break, which are consistent with the observed damage. In this case, it is likely that the device was mishandled during preparation, which caused the observed catheter damage and material separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.